Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a replacement procedure wherein a non boston scientific device was implanted and was doing well postoperatively. Explanted ipg will not be returned.